Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Health effect - clinical code appropriate term/code not available (e2402) used to capture injury (e20). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the screwdriver stuck in the trochanteric fixation nail advanced (tfna) implant. A lot of force was used to get back the screwdriver. This resulted in an internal locking with too much strength. The patient fell and broke his proximal femur again and the implant went all the way through the joint because the blade was fixed with too much strength. Concomitant device: unknown tfna lag screw (part number unknown, lot number unknown, quantity: unknown) this report is for one (1) helical blade/screw extractor. This is report 1 of 1 for pc (B)(4).